Event description:
It was reported that "the vent plug could not vent air when the cannula was inserted into the aorta. Air could be removed when the plug was taken off."

Manufacturer narrative:
Engineering evaluation: the reported issue of a vent plug not venting air is referring to the red vent cap with the porous vent cap insert supplied with the ezf21a device. For simplicity, the red vent cap with the porous vent cap insert will be referred to in this evaluation as the vent cap. A vent plug is not supplied with the ezf21a device. The mechanism by which the vent plug and the vent cap function is synonymous, and therefore they are frequently referred to synonymously. The ezf21a device was not returned; therefore, a product evaluation could not be performed. Inasmuch as air could be removed from the cannula when the vent cap was removed, it is likely that the vent cap was not kept dry prior to use and thus would not vent air. Per IFU the vent plug is designed to vent air when dry and may not function as intended if wet. The device was not returned; therefore, a manufacturing defect cannot be confirmed. The lot number for the ezf21a device is unknown; therefore, a device history record review could not be performed. Inasmuch as the event did not lead to a quality threshold being exceeded, a CAPA will not be initiated. The information will be included in trending and future CAPA determinations.

Manufacturer narrative:
Product will not be returned for evaluation; it was discarded at the hospital.